Event description:
Reporter alleged discrepant results on the blood glucose monitoring device compared to a valid lab result. Reporter stated the device result was 200 mg/dl and the lab measured 36 mg/dl. Reporter stated patient was treated based on the lab reading, however the type of treatment was not provided. Reporter indicated controls were ran in the morning and found to be within an acceptable range. A request was made for the return of the suspect device, however replacement was declined.